Manufacturer narrative:
Retainer ring clear. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked keypad overlay, broken reservoir tube lip, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, partially detached retainer. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Pump tested ok. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.